Event description:
Customer reported that the insulin pump is making noises and the last couple week it has gotten louder and the drive support cap is protruded. Customer stated that her blood glucose goes high and low, mostly low in the morning but she is not sure if it is due to the insulin pump. Customer stated that she has pressed on the cap when putting a new reservoir in but not when connected to the body. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.